Event description:
It was reported that this device exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) events. Technical services (ts) discussed programming options with the health care professional (hcp). This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.